Manufacturer narrative:
A review of the instrument history revealed that the device was returned to olympus (B)(4) 2016 due to a leak. The evaluation found damage to the biopsy channel resulting in a leak and the suction flow was noted to be slow. The device was repaired and returned to the customer. As part of our investigation on (B)(4) 2016 an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess and observe the account¿s reprocessing practices. The ess noted no deviation with facility¿s reprocessing methods, however the oer-pro automated endoscope reprocessor (¿aer¿) was found to be cosmetically in poor condition with calcification residue observed within the reservoir basin. The ess noted that the tubing sets used to connect the endoscopes to the aer were raveled in a pile and recommended that they be hung to ensure proper drying. On (B)(6) 2016 the ess reviewed his findings with an olympus field service engineer (fse) regarding the residue observed in the aer basin. On (B)(6) 2016 the fse was dispatched to the user facility to review the facility¿s maintenance of the four oer-pro aers. The fse reported that the internal pumps and tubing of the aers were in adequate condition; however there was calcium build-up in all of the aer basins. The fse observed a yellowish-calcified foreign material in the basin on the aer (oer pro serial number (B)(4)). The fse reported that the facility routinely disinfects the water supply line and replaces the water filter every six months as recommended in the oer-pro IFU. The foreign material in the oer-pro basin was sampled by olympus and sent to an independent laboratory for analysis and culturing. The fourier transform infrared spectroscopy (ftir) analysis and the culture were negative for any protein material or fungal growth, respectively. Please cross reference the following MFR. Report numbers: 2951238-2016-00570, 2951238-2016-00571, 2951238-2016-00572, 2951238-2016-00646, 2951238-2016-00639, 2951238-2016-00629, 2951238-2016-00642, 2951238-2016-00636, 2951238-2016-00638, 2951238-2016-00645, 2951238-2016-00631, 2951238-2016-00637, 2951238-2016-00641, 2951238-2016-00630, 2951238-2016-00634, 2951238-2016-00635 and 2951238 -2016-00640.

Event description:
Olympus was informed of new information of five cases of the isolation of candida lipolytica from either a patient's lymph node or respiratory specimen obtained bronchoscopically during an endoscopic transbronchial lymph node biopsy or a therapeutic bronchoscopy. The user facility reported that a total of 18 patients have been identified with this organism since (B)(6) 2015. The facility reported that there were three ultrasound bronchofibervideoscopes (model: bf-uc180f) and one bronchovideoscopes (model: bf-1th190) utilized during this time period. The facility reported that scopes were cultured according to cdc interim recommendations for culturing duodenoscopes. The devices were reported as negative for bacterial and fungal growth. The facility alleges that the four scopes were reprocessed utilizing four of the six aers at the facility. Originally, in july 2016 olympus was informed that there were 14 patients identified with candida lipolytica since december 2015. These cases were previously report as mdrs. Additionally, the user facility reported that it was believed that the municipal water supply that was used in the facility&#38112;aers could be the source of the microorganism. This prompted the facility to perform an investigation and on august 30, 2016, the facility reported that 1 liter samples of filtered potable or municipal water was collected from each of the four aers prior to use. These specimens were plated to blood and inhibitory mold agars that were held at 25 degrees c for 2 week. The facility reported that on september 14, 2016 the culture results were finalized and found the blood plates were overgrown with environmental bacteria (bacillus species) and the inhibitory mold agar were overgrown with a variety environmental molds such as aspergillus and penicillium. There were no c. Lipolytica isolated due to over-growth; however, it is possible that the microorganism was there but was unable to be recovered.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.